Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician reported finding a as50 infusion pump with "error (B)(4) received during initial run". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The condition of error code m046125 was confirmed through eval due to a malfunctioning mechanism drive. The mechanism drive was replaced to correct the reported condition. (B)(4).